Event description:
It was reported that this pacemaker was unable to be interrogated. The consult was not able to recognize the device. The device remains in service. No adverse patient effects were reported.